Event description:
The rptr did back to back blood glucose tests, within 10 mins, using separate finger sticks. Rptr's results were 257, 268 and 116 mg/dl. Rptr did not have any symptoms. A control test was in range. No harm was alleged. Followup attempts to contact the rptr for confirmation of the report and further info have not been successful.